Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulties converting the rhythm after an induction test was performed during the implant procedure. It was determined that the position of the system was not appropriate and a repositioning procedure was performed. X-rays were performed to confirm system positioning. After the reposition of the system, the test was performed once again with an adequate outcome. This system remains in service. No further adverse patient effects were reported.